Event description:
New information received noted that the patient had programming changes made, but more post-paced t-wave over-sensing episodes were seen on the implantable cardioverter defibrillator.

Event description:
New information received noted that programming changes were made on 30 mar 2022. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed post-paced t-wave over-sensing on the implantable cardioverter defibrillator. Programming changes were discussed; none were reported. There were no patient consequences.